Event description:
Rn #1 drew blood cultures using syringe with kendall monoject magellan safety needle 20g x1". Rn #1 gave the blood-filled syringe to rn #2, who inserted the needle into the blood culture vial. When the syringe was emptied, rn #2 withdrew the syringe and activated the safety lock on the needle. Rn says she heard the safety arm audibly click into place. After labeling the specimen, she picked up the syringe with the safety locked needle in place to dispose of it in the sharps container. When rn #2 picked up the syringe, she felt a scratch on her left ring finger. She noted that the plastic cover had popped back open and caught her glove, allowing the contaminated needle to break through the glove and scratch her finger.device packaging was not saved. However, rn's on unit noted that the lot numbers for this device were all identical when they checked their storage. Lot numbers on other identical devices are 601612, exp 2011-01. The actual device that failed was disposed of and is no longer available to us.